Manufacturer narrative:
(B)(4).

Event description:
It was reported that when patient presented in clinic for routine follow up, extrusion riata lead damage was observed via x-ray. No noise was observed and thresholds and impedance issues were stable. Patient will be seen in clinic every three months and was stable throughout the event.